Event description:
The fixator was applied for a distal third tibia fracture. At a subsequent follow-up visit the pt stated when getting onto his crutches while at home, he noted one of the wire carriage bolts broke. He also stated the "head" of another bolt appeared loose in the ring. Both wire carriages were changed in the md's office without injury to the pt.